Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report that a patient passed away while using a vest 205 therapy device. The patient was hospitalized at the time for suspected pneumonia or viral meningitis. This was the patient¿s first use of the device, and therapy was initiated by hospital staff who subsequently left the room. Within approximately two minutes, the patient reportedly began vomiting and aspirating fluid, followed by a decrease in heart rate. No hospital caregivers were present in the room at the time, and it is unknown whether any life sustaining measures were attempted. The patient subsequently expired that same day. The reported cause of death listed as viral meningitis. It was not reported if an autopsy was performed. Per the instructions for use state the device "we recommend your first use of this product be in a supervised setting such as a doctor¿s office or at home with a clinical trainer". There was no allegation of a device malfunction, and the healthcare facility has not identified the specific device involved. No further information was available at the time of this report.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.